Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels were still intact. No physical damaged was found on the device. Device history file was reviewed it confirmed that displayed the lec1320 during self-check, and there was a record of occurred error 1320 and 'data defaulted' after (B)(6) 2023. Function test confirmed the reported issue. Error 1320 may have caused the issue. But the cause of the error cannot be determined. The software was reinstalled. Product is beyond 8 years from manufacture date of 2014-02 and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cadd pump alarmed, and data was reset. No patient injury was reported.